Event description:
The customer reported that the system's dosage area measurement was maladjusted. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The collimator and the daily dose were calibrated with the b345 program. No conclusion can be drawn as further repair is unavailable and no additional service information is provided. This malfunction may have resulted in a possible accidental radiation occurrence.